Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she is unable to turn on stimulation. Troubleshooting by sjm representative yielded some stimulation. The pt's ipg was low. Pt was advised to charge the ipg and try the new programs then report back. Follow-u identified the pt reported a bad fall at the end of (B)(6) and noticed the programs were auto-reducing a week later. An impedance check revealed several contacts to be invalid; reprogramming resolved this issue, however x-rays were obtained. It was further reported the pt had the penta lead explanted and replaced with a tripole on (B)(6) 2013. Effective stimulation and coverage was achieved post-operatively.